Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer let the pump battery depleted and an unspecified malfunction occurred. Customer reported resetting the pump. During troubleshooting with tandem technical support, the unspecified malfunction was cleared, and insulin delivery was able to be resumed. There was no adverse impact to the customer¿s blood glucose value.